Event description:
Reporter alleged obtaining discrepant blood glucose values of 31mg/dl back to back with a result of 101mg/dl when testing was performed 1 minute apart on the advantage system. Reporter stated he was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of the testing. No report of any actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.